Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2006 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, d.6a, d.6b, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade right iii". Healthcare professional later reported "ruptured" and "calcified capsule". This record is for the left side. Device remains implanted.